Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. After replacement of the axiem cable the system was found to function as intended. The system then passed the system checkout and was found to be fully functional. The external axiem power/data cable was returned to the manufacturer for analysis. Analysis found that the returned cable was in good condition and passed a continuity test with no opens or shorts detected. Analysis found that the part was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was no input on the monitors after updating spine tools. All internal components were functional, but slight movements caused the computer to restart. The axiem communication cable was unplugged from the computer and it seemingly fixed the power cycling issue. There was no patient present when this issue was identified.